Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The system error 2240 (air in line) was not confirmed; therefore, the root cause of the complaint was not determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.

Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, during dwell. The home patient (hp) stated that a bag fell and came unhooked. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting and advised them to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.